Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, the patient had a total extraperitoneal (tep) hernia repair and implantation of an inflatable penile prosthesis (ipp) in april. An infection occurred and the implant was removed in june. In august, a revision procedure was performed to insert malleables with a plan to return in 8-10 weeks times to replace with narrow ipp. Both corpora were scarred and fibrosed and the urethra perforated during a difficult dilatation. This report captures the perforation.